Manufacturer narrative:
Subject device is not available.

Event description:
In the cns neuroscience and therapeutics journal was reported that during a thrombectomy treatment of a left internal carotid artery (ica) occlusion, the retriever fractured in the proximal middle cerebral artery (mca). Retrieval of the fracture portion was unsuccessful and decompressive craniectomy was performed on the patient. No additional information is available.